Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient called back asking for assistance using the patient programmer. The patient stated that they would like to increase amplitude because the patient continued to have urinary incontinence at night. It was noted that they were not able to increase amplitude because stimulation was off but they turned stimulation back on again and confirmed feeling stimulation sensation. It was reviewed and recommended to not press the stimulation off button unless intentionally wanting to turn therapy off. It was also mentioned that the patient felt a tiny bit of warmth on the buttocks, opposite to where the ins was located. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated they received their replacement pouch and this pouch is like the previous one, the zipper stops on the left hand corner and seems like it barely fits the programmer. No further information was reported.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient (B)(6) who had an implantable neurostimulator (ins). It was reported that the zipper on the pouch was frayed and they think it had been used by someone else. Patient stated that the pouch zipper issue came out of the box. Moreover, patient was not getting a 50% reduction in symptoms. Patient wet themself twice last night and they did increase stim. Patient's whole body was full of urine. They mentioned that during the evaluation the symptoms were a little less. During call, it was reviewed how to increase stim so patient's stim was increased to a comfortable level. Patient was redirected to follow up with healthcare professional (hcp) to discuss changing programs if symptoms don't improve. No further complications were reported or anticipated.